Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - when were the sutures frayed (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - were there any adverse consequences associated with the patient? - could you kindly provide the lot number, please? - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the material part of the suture has detached and frayed where it meets the shank. There were no adverse patient consequences reported. It was opined that this occurred since the suture have been upgraded to the plus. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: no worries! Due to this issue occurring over a month ago, I do not recall or have some of the information you have requested unfortunately. Suture code - jjvcp497h. As this incident occurred multiple times per a short period of time, it has lead me to believe all sutures came from the same box, possibly a faulty box?? These incidents caused delays in our surgery times causing the doctors to run late, and additionally ran the risk of infection due to having to call on a third person to open sutures over the sterile field. This issue was not noticed prior to use on a patient as we initially thought the first couple of broken sutures were just bad luck. In order to rectify the situation, the nurse had to hit the call bell to have a third person enter the room and open a new pack of sutures. Each procedure was delayed for 5 minutes. The surgeries which these incidents occurred were excisions on the back and limbs all faulty sutures were discarded into the sharps bin after use. The box of sutures were purchased from team medical. We would be extremely grateful for a replacement box of sutures. Please see attached source data.